Event description:
Initial reporter indicated an increase in seizures above pre-vns levels in march. Further information received from the treating epileptologist revealed an increase in medication as well as medication changes. The patient was seen by the treating epileptologist a week after the patient stated his device "stopped working" in may. System and normal mode diagnostics were performed and revealed both diagnostics were within normal limits. The patient's parameters were re-adjusted, but at the moment the relationship of the increase in seizures to vns therapy is unknown.